Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 11-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative and a patient implanted for non-malignant pain. The patient reported that they had a fall in early december 2018, and their lead migrated. It was mentioned that programming was attempted, but effective therapy was not achieved. A lead revision surgery is planned, but not yet scheduled. The issue was not resolved at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2019-jul-17 from the manufacturer representative reporting that the leads were replaced on (B)(6) 2019. The patient was confirmed to now be getting effective therapy. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2019-aug-06 from the hcp via a representative. It was reported that the customer discarded the device and it would not be returned. No further complications were reported.